Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2026 while using the safepico sampler (lot number: ee52), the user was contaminated with blood from the sampler. There was a crack in the lower part of the sampler.